Manufacturer narrative:
A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device was returned for evaluation. Visual and functional tests were performed. The battery compartment was cracked. The reported problem was duplicated. The root cause of the reported issue was found to be defective main board. Initial reporter also sent report to FDA is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is showing "eec prong csum" error. No patient injury was reported.